Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with true slow ventricular tachycardia (vt) counted as non-sustained right ventricular oversensing (nsrvo), which was triggered by pseudo-pseudo fusion. No changes were reported. The patient was stable.